Event description:
Review of the vns lead device history record confirmed the lead met all final testing specifications prior to distribution.

Event description:
Surgery to replace the vns is no longer planned as the patient's family does not want to proceed with surgery. The vns remains disabled. Attempts for further information have been unsuccessful to date.

Event description:
Reporter indicated high lead impedance with vns systems diagnostics testing was noted on (B)(4) 2012 at an office visit, and a lead break is suspected. The vns was disabled. No patient trauma occurred, and the patient was sent for x-rays. The patient has also had increased seizures that are felt to be due to the high impedance. The patient has also been having excessive drooling and altered mental status with the increased seizures. Surgery to replace the vns lead and generator is likely. Attempts for further information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the lead passed all final testing specifications prior to distribution.

Event description:
Reporter indicated the patient now wishes to proceed with vns replacement surgery. Onfi medication has been added to help with the increased seizures. A surgery date has not been set yet, but is likely in the near future.

Manufacturer narrative:
Device failure is suspected.